Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl). Customer changed pump supplies and administered a bolus to treat bg levels; however, bg levels still remained high. Contact indicated that the customer will deliver another correction bolus. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.